Manufacturer narrative:
(B)(4) 2015 05:20 pm (gmt-4:00) added by (B)(4): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal system did not load properly. The hospital did not report any patient effects. (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood was not observed on the device. The delivery device along with the seal and tension spring were returned in the loading device. The slide lock was engaged. The plunger was not depressed on the delivery device. The anchor and tension spring assembly remained inside the delivery device in the pre-loaded position. The seal was delaminated at the outer coil. Based on the condition of the device as found, the reported complaint was confirmed. The root cause is undetermined because the event occurred during the use of the device and the procedural operation is unavailable for our review. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal system did not load properly. The hospital did not report any patient effects. (B)(4).